Event description:
Attempts for additional information have been unsuccessful.

Event description:
A vns treating reported that they had a vns patient. A (B)(6) male with history of non accidental trauma in infancy with resultant spastic cp (but ambulates), developmental delay and epilepsy. He had his vns placed may 2011 with improved seizure control. He has had a few episodes of syncope, fainting spells. Never had them before the vns placed and they wondered if it can be related to the vns. First noted about 1 or 1.5 yrs ago (had a few episodes then) and again a few weeks ago noted again . Last time was this week. With 5 episodes of altered level of consciousness. The patient will become diaphoretic, look ghostly pale, appears weak all over as if he is going to pass out, but does not lose consciousness. Usually occurs while walking around. He will sit down and rest for about 1 hr and then is ok. He was taken to md when he had an episode and his blood sugar was ok. Routine labs all ok including thyroid, his seizure medication levels all ok (unchanged from prior), EKG normal. Cardiac exam ok, his blood pressure was on the low end and heart rate was normal. Their mother increased water and salt intake; did not help or change anything. No medication change to suggest medication effect. On trileptal only. Not at all like his seizures and does not behave like his seizures afterwards (plus the low blood pressure would be unusual for seizure, its typically high after a seizure). He was seen for followup and vns diagnostic tests ok. Vns settings have not been adjusted since (B)(6) 2012. Did not change anything at this visit. Current vns settings below. Good faith attempts are underway. It appears the cause of the event is not known at this time.